Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified radial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon second inflation at 10atm within 1 minute. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications reported and patient was good post procedure.